Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula was missing. Customer's blood glucose level was unknown. Customer advised they had three sensors with missing cannulas. Customer was advised to return the sensors for analysis and that replacement sensors would be sent out.